Manufacturer narrative:
The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop oral cancer. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown substance contamination, which is located in the inlet port behind where the filter sits. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer concludes there was evidence of a substance contamination, which is located in the inlet port behind where the filter sits. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to oral cancer. There was no medical intervention required by the patient. The reported oral cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-04133-2 with incorrect information in sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as below. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop oral cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.